Event description:
It was reported to fresenius that a dialyzer leak occurred with the optiflux 200nre dialyzer. It was confirmed during follow-up with a user facility nurse that the reported issue occurred during treatment and resulted in an external blood leak. The reported issue occurred within five minutes of the patient¿s treatment initiation. Blood was visually observed dripping on the floor. No blood was visually observed within the dialysate. There was no defect or damage noted on the dialyzer. Treatment was paused. The patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was approximately 20 ml. There was no patient injury or medical intervention required as a result of this event. The patient was transferred to a different machine where treatment continued with new supplies. The nurse noted that the patient¿s treatment was 32 minutes short as a result of resetting up treatment and the patient needing to catch the bus. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Potential causes of header leaks include damage to the threads, cracked header caps, and pu build up on the threads causing torque not to be met, a pu sliver under the o-ring, or a damaged o-ring. The probable causes for these failures to occur may include rough handling (causing cracks or physical damage), and anomalies during the manufacturing process such as incorrect potting ratios or incorrect placement of a dialyzer in the carousel. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
It was reported to fresenius that a dialyzer leak occurred with the optiflux 200nre dialyzer. It was confirmed during follow-up with a user facility nurse that the reported issue occurred during treatment and resulted in an external blood leak. The reported issue occurred within five minutes of the patient¿s treatment initiation. Blood was visually observed dripping on the floor. No blood was visually observed within the dialysate. There was no defect or damage noted on the dialyzer. Treatment was paused. The patient¿s blood was returned. The patient¿s estimated blood loss (ebl) was approximately 20 ml. There was no patient injury or medical intervention required as a result of this event. The patient was transferred to a different machine where treatment continued with new supplies. The nurse noted that the patient¿s treatment was 32 minutes short as a result of resetting up treatment and the patient needing to catch the bus. The complaint device was reported to be available to be returned to the manufacturer for evaluation.